Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic selective varices devascularization (esvd) procedure for the treatment of internal hemorrhoids, performed on (B)(6) 2025. During the procedure, it was noticed that the device could not be released properly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it. In addition, the ligator housing teeth were found bent. Also, the handle had marks of trip wire was secured and the suture was found broken. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing returned with five bands attached to it and the teeth were found bent. Additionally, the handle had marks of trip wire was secured and the suture was found broken. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, the device was returned with the suture broken, however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic selective varices devascularization (esvd) procedure for the treatment of internal hemorrhoids, performed on (B)(6) 2025. During the procedure, it was noticed that the device could not be released properly. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.